Manufacturer narrative:
Reporter returned two oral-b flexi soft eb17 brush heads on (B)(6) 2015. Product investigation is in progress.

Event description:
Maybe swallowed metal pin on a different brush head without noticing it [accidental exposure to product]. Maybe ingested metal pin from different brush head [exposure via ingestion]. Suddenly got this one in my mouth while brushing my teeth, together with metal pin - oral-b brushhead [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead was in her mouth together with the pin. She stated that she could not say if this has happened frequently, and maybe she swallowed the metal pin on a different brush head without noticing it. No symptoms developed.